Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, it is likely the b30 error occurred because failure occurred in the communication with the scope due to the damage of the upper part of the output connector of the clv-190.

Manufacturer narrative:
The biomed technician at the user facility further reported via email that in essence there was a plastic piece that was stuck in the up position and that the referenced light source was replaced. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that the evis exera iii xenon light source was receiving a b30 scope communication error code with 3 different scopes on 2 separate towers during an unspecified event. During troubleshoot, the technical support engineer advised the biomed to clean the output socket on the light source with compressed air and check the light source cable and the digital light source cable for proper fit/damage. The biomed was not in front of the light source and will call back if any further support is needed. No patient injury or harm was reported.